Event description:
The customer reported via phone call indicating that the insulin pump had a damage. Customer's blood glucose was unknown mg/dl. The customer insulin pump was converted into canadian loaner.

Manufacturer narrative:
Findings: unit received no button response due to corroded keypad traces. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with broken reservoir tube lip. Unit received missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.